Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :a sheath and stylette were in place on the device. Bunching was evident to the inner member, distal to the distal markerband. The stent was not positioned correctly at the proximal markerband as per specification due to the bunching of the inner member. The stent was positioned correctly at the distal markerband as per specification. There was no deformation evident to the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a non calcified, moderately tortuous lesion with 80% stenosis located in the distal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using another stent. The patient was reported to be alive with no injury.